Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after the patient had a motor vehicular accident (mva) the patient's pocket site was swollen, painful and gets warm during charging. The ipg no longer charge and moves in the pocket. The patient underwent an explant procedure. Device malfunction was suspected. The exact cause of the pocket swelling, pain and heat was unknown.